Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer saw a piece of plastic in the patient line and believed that it was partially blocking the flow of insulin. The customer's blood glucose level was 200 mg/dl and it was addressed by changing the cartridge then delivering a bolus via the pump. Also, it was noted that the luer lock connection was disconnected. The customer attached a new infusion set tubing to the luer lock connection and successfully filled tubing.